Event description:
It was reported that no audible alarm sound was heard on the dinamap procare 1000 due to a loose connection between the speaker cable and the main pc board. The field service engineer reconnected the speaker cable, tested the unit and the audible alarm function was restored. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.